Event description:
Caller reported occlusions alarms, but there was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a systems check and no issues were identified. The customer continued to use the pump for insulin therapy.